Event description:
The customer reported that when they removed the electrode it appeared as if it "removed a layer of skin from the patient" and elaborated by stating that it was a perfect circle the size of the internal diameter of the fixation ring. The customer stated that it was "likely a burn". The event occurred on (B)(6) 2015. The monitor temperature was noted at 44 degrees celsius. The customer explained that this monitor was used for sleep studies that can last up to 10 hours, and that the site time was set at 9 hours. Reference MFR # 3002807968-2015-00021.